Event description:
Port pl around 3/96 or 4/96 for chemo. In 5/97 the port was removed w/o problems noted. On 9/8/97 during routine cxr, a catheter fragment was found in the heart. The port was discarded and the fragment is still in the pt.